Event description:
Customer called reported that the device has a broken power supply. The issue found during an unknown event. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
Device was not returned for evaluation. In communication with the customer, tac (technical assistance center) support engineer advised customer that the monitor is discontinued along with the power supply. Tac provided customer part number gt617200 and also provided customer the discontinuation letter for the monitor. As noted by tac, since the items for the oev261h along with the monitor itself is discontinued there is no further troubleshooting that can be performed. Customer will need a new monitor. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the broken power supply could not be determined at this time. Olympus will continue to monitor field performance for this device.